Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptom/ae: none. It was reported that during a revascularization procedure in the left common iliac artery, during pre-dilatation, the fox plus balloon ruptured at nominal pressure. The balloon was completely removed from the artery without difficulty. Pre-dilatation was completed using another fox balloon catheter. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.